Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was broken. Additional information provided by the manufacturer's field service engineer (fse) confirmed that the ventilator's touchscreen was malfunctioning and could not be calibrated.there was no patient involvement.

Manufacturer narrative:
G.4: 05/04/18. B.4: 08/13/18. G.7: note this report is follow-up #2. Additional information: h.6; h.10: the power management board was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10: the power management board was tested with no failures identified. H11 b5 - the customer reported that the ventilator was broken. Additional information provided by the manufacturer's field service engineer (fse), and confirmed that the ventilator's touchscreen was malfunctioning and could not be calibrated. There was no patient involvement. The manufacturer's fse replaced the touchscreen and power management board. The ventilator was returned to full functionality after the repairs were completed. The unit passed the required performance verification tests and was returned to service. G1- updated contact information.

Manufacturer narrative:
UDI # added.